Event description:
It was reported to gyrus acmi that the unit did not fail during the procedure, but after this unit was used they noticed metal shavings in the pt.

Manufacturer narrative:
Customer indicated that the device is not being returned, they are using a 3rd party repair. The customer mentioned that they had no other problems since, and they have sent the device for an eval.